Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on an unknown date. Moreover, the patient's blood glucose level at the time of event was 150mg/dl. The infusion set was used for 2-3 days. Further,the infusion set was replaced and insulin was resumed successfully. No further information was available.